Event description:
It was reported that on (B)(6) 2013 a reamer head broke off during surgery. The surgeon was repairing a fractured humerus and prior to nail insertion, he reamed the canal. During this procedure, the reamer head broke and the reamer came out of the shaft. There was no patient injury. The reamer head was retrieved. The surgery was successfully completed. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Additional narrative: device received but will not be evaluated due to recall. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4).